Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, after the step of needle deployment, no suture was present during plunger removal. A second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Lot number corrected, change from 204271j to 20427j1. Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was confirmed. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, during device evaluation it was observed that an anterior cuff tab was broken off and not returned with the device. A review of the lot history record revealed no non-conformances that would contribute to the reported event. Based on the information reviewed, there is no indication of a product deficiency.